Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A consumer reported that pain during an intraocular lens (iol) implant procedure two years ago. Following the procedure, the patient experienced headaches, blurry vision, focusing issues, daytime glare and halos that are affecting his driving along with problems reading. He cannot see faces without glasses. His vision does improve with reading glasses. He has experienced trouble focusing and his vision is decreasing. Additional information was provided by the consumer, who reported that he has also experienced severe sensitivity to light, waxy figures, and blurry blind spots. He has to use glasses with one of the lenses popped out to struggle to read, and also needs massive amounts of bright light to read. He is having distorted vision. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the left eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the consumer, who reported that the left eye has experienced double vision when reading, distorted signs, excessive amount of light to attempt to read, massive piercing glare in the left eye that is blinding, unclose faces have a blur, headaches, issues with sunlight, dry eye halos at night when driving, blurry spot, hazy and waxy vision. Additional information was provided on via government agency medwatch form, that indicates that the event has not resolved in either eye. The consumer reported that he had the right eye was done twice and now has problems with the right eye as well. This is affecting his quality of life. The consumer stated "I can't even enjoy looking at my beautiful face, it is blurry". The lens is defective.